Event description:
It was reported that the patient had renasys go placed to ischium on (B)(6) 2020. Customer stated since being placed it has alarmed low vacuum and leak. All troubleshooting has been completed and dressing and canister has been replaced. No back up was available.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The reported failure mode can potentially be caused due to creases in the dressing if it is incorrectly applied or the dressing integrity has been compromised. This investigation has now been closed and recorded as insufficient information to determine a root cause. By acknowledging and investigating your complaints this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.